Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2022, the instruments broke during the procedure. The drill bit could not be removed from the patient. There was no surgical delay. The procedure was completed successfully. This report involves one (1) 1.25mm kirschner wire w/trocar point 150mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional device product codes: hty. Complainant part is not expected to be returned for manufacturer review/investigation. Part # 292.120s, lot # 8l66781, manufacturing site: (B)(4), release to warehouse date: 06 oct 2021, expiration date: 01 oct 2031, supplier: (B)(4). Non-sterile, part # 292.120, lot # 329p536 . A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.